Event description:
Customer reported the v series had no spo2 readings. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the communication board. Unit was calibrated and safety tested to factory's specifications.